Event description:
It was reported by the provider that the joystick is getting an error code, stating controller not connected, and battery gauge is showing all red with ????. No patient injury reported, no additional information provided.